Event description:
A peritoneal dialysis (PD) patient experienced peritonitis manifested by cloudy PD effluent and fever. The cause of peritonitis was reported as due to fever. Two days prior to event diagnosis, the patient was hospitalized for the events. The day after the event diagnosis, the patient was treated with Amikacin injection (100mg, once daily, intraperitoneal, ongoing) and Vancomycin injection (100mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. PD therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.